Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown.

Event description:
It is reported that the customer found foreign matter in the bd precisionglide¿ needle. The following information was provided by the initial reporter. The customer stated: thick needle and syringe were sent to the patient. And he explains how it is used for the patient, that she must make the dilution with the thick needle, and then take the thin needle, and after the medicine is ready, she removes the air and makes the subcutaneous application. In the kit there are 3 needles, a needle would be used to dilution of the drug, after pulling everything into the syringe, change the fine needle to the subcutaneous one (the subcutaneous one that the maggot was found).

Manufacturer narrative:
H.6. Investigation summary: photo and videos received for investigation. Upon visual inspection, the presence of a larva possibly a housefly larva, in the needle was observed. The analysis of the batch retention samples was carried out and no problem like what was reported and recorded through the photos and videos received was found. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Bd has a pest control process for its manufacturing facilities defined in a quality system procedure. This procedure defines the placement and maintenance of insect and pest traps around the manufacturing area, preventing and protecting the entire manufacturing system from this kind of contamination. The mapping and distribution of the traps was developed by a specialized company, aiming to guarantee that the accesses are isolated and protected, consisting of an effective barrier so that no insect has access to the factory environment of the plant. Revision of data from sterilization cycle shows it was carried out normally without deviations. No changes in manufacturing process or raw materials for this reference have been performed in the past year that could modify the behavior of the cases or product and could be related to this defect. It is concluded that it is not possible for the larva to have left the production and sterilization process alive if the contamination had occurred during the production of the material, in addition to the fact that the life cycle of a fly is short (about 30 days) added to the fact that the larval stage of this insect represents between 13 to 18 days of its life. Comparing the sterilization date of the syringe lot with the date the material was received by the customer, this time totals 82 days, exceeding the life cycle of a larva. Based on the quality team's investigation, we are not able to identify a root cause related to our manufacturing process at this time. H3 other text : see h.10.

Event description:
It is reported that the customer found foreign matter in the bd precisionglide¿ needle. The following information was provided by the initial reporter. The customer stated: thick needle and syringe were sent to the patient. And he explains how it is used for the patient, that she must make the dilution with the thick needle, and then take the thin needle, and after the medicine is ready, she removes the air and makes the subcutaneous application. In the kit there are 3 needles, a needle would be used to dilution of the drug, after pulling everything into the syringe, change the fine needle to the subcutaneous one (the subcutaneous one that the maggot was found).